Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "the patient was undergoing a right superficial femoral artery stenting and right femoral popliteal and distal vessel arteriograms. It was noted at the end of the procedure that the terumo fr. 4 pinnacle introducer sheath had broken off. X-ray revealed the tip if the terumo fr.4 introducer sheath remained in the subcutaneous tissue in the left groin. The surgeon determined that in order to get the small fragment out a cut down would have to be performed and this would not benefit the patient. The surgeon decided to leave the tip in, as it would not cause harm to the patient". Additional information was received on may 1, 2018. The patient's condition was reported to be stable, and was discharged the following day. A small tip of the introducer sheath had broken off.